Event description:
The complainant indicated that during a routine shift check by a clinician, the device caused the defibrillator to display a "release button" message. The complainant indicated that there was no pt involvement in the reported malfunction.